Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer's mother reported via phone call that the customer was hospitalized related to hypoglycemia on(B)(6) it was reported that the customer's blood glucose was 35 mg/dl at the time of incident. The customer was treated with glucagon. It was reported that the customer was found in the restroom unconscious with vomit. The cause of the hospitalization per health care professional was low blood glucose due to unconscious. The customer was wearing the insulin pump at the time of incident. It was reported that the customer was released same day about twelve hours. Troubleshooting was not performed. The insulin pump will not returned for analysis.